Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter was displaying an ¿error 2¿ message. Per the owner¿s booklet, an error 2 could be caused either by a used test strip or there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started at an unspecified time on (B)(6) 2013. The patient manages her diabetes with insulin (humalog, lantus; unknown dosage). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient stated, at an unspecified time the same day, she developed symptoms of ¿shaking, sweating, and sharp pain in neck¿. The patient treated herself with more food/drink. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca walked the patient through a retest and the issue was resolved. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.